Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Unit had intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is not working and the display is blank. The customer's blood glucose reading was 65 mg/dl. Troubleshooting advised the customer to remove battery and clean the battery cap contact and to install a new battery but the display did not return. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.